Manufacturer narrative:
Concomitant medical products: d334trg crtd, implanted (B)(6) 2013, 1158t lead, implanted (B)(6) 2009, 5076 lead, implanted (B)(6) 2007. The partial lead was returned in segments, analyzed, and proximal ring rust/corrosion in trifurcation was noted. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular lead was returned to the manufacturer with no information after being explanted, and subsequently tested out of specification. Follow-up with the physician's office was attempted, but no information clarifying the explant could be obtained. No patient complications have been reported as a result of this event.